Manufacturer narrative:
(B)(4). Information contained in this report was previously submitted through asr on 26/apr/2011. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: brown particle material was noted on the outer surface of the device. The device was weighed and was within specification. Discoloration and wear abrasion were noted at the thinner surface of the shell. A crease/fold of the shell was noted. A striated non-penetrating nick was noted on the anterior portion of the shell. The events of capsular contracture and silicone migration are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; capsular contracture, baker grade iii-IV; ¿silicone adjacent to the superior lateral aspect of the implants bilaterally, possibly within the right pectoralis muscle".

Event description:
Patient reported right side rupture. Follow up findings: per doctor, MRI indicates no evidence of rupture. Doctor notes capsular contracture, baker grade iii-IV on right side. Per doctor's office, right side rupture. MRI finding of ¿silicone adjacent to the superior lateral aspect of the implants bilaterally, possibly within the right pectoralis muscle.¿ additionally reported was that ¿they still have the capsules from tainted, recalled, textured breast implants and is still at risk of acquiring alcl¿ and ¿fear, stress." Treatment occurred, device removed and replaced.